Manufacturer narrative:
Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to blurry vision. Impact to the patient was indicated as blurry far and near vision. The replacement iol has the same diopter power but different model, dib00. The visual acuities pre-initial implant was 20/40 (with glasses), post-initial implant was 20/40-2 and post-replacement was 20/25-2. No other surgical intervention was required and no treatment or prescription was given by the doctor outside of the normal post-operative treatment. The patient was fine when discharged and visual acuity issue resolved. No further information is available.